Event description:
It was reported that a home patient (hp) experienced a leak between the cassette and the heater bag on the homechoice device, during day dwell one of one. The hp was not connected at the time of the event. The tubing disconnected from the heater bag and resulted in a fluid leak. During troubleshooting, there was nothing unusual noted with the supplies that could have caused or contributed to the event. The technical service representative assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.